Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto end05 ml, lot # 73f1600040 was manufactured on 06/07/2016 a total of (B)(4) pieces. Lot was released on 06/20/2016. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without ma gnification. Visual examination of the returned device revealed that the product was returned with the trigger partially engaged. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip was fired. Another attempt was made and a clip was able to properly load into the jaws of the device and close. Upon being fired, it was found that the second clip was broken. On the next attempt, the third clip was other remarks: unable to properly load but was able to close. However, the clip would not release so it was manually removed. The fourth clip had the same result as the third clip. The fifth clip was also found to be broken. As the fifth clip was being fired, it was shot out of the device and the sixth clip was loaded into the device simultaneously. However, the clip loaded into the jaws incorrectly. The remaining clips were all able to properly load and close. The sample was received with 10 clips remaining indicating that 5 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The sample was sent to the manufacturing site for further investigation. It was found that the condition of the sample received indicates that operational context caused or contributed to this event. Therefore, no corrective action is required at this time. The reported complaint of "difficult to load clip" was confirmed based upon the sample received. One device was returned. The device was found to have two broken clips upon functional inspection. The sample was sent to the manufacturing site for further investigation. It was found that the rotation tab was damaged which could be the cause of the broken clips as well as the loading issues. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The clips were not loading properly after the first clip fired correctly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips were not loading properly after the first clip fired correctly. The patient's condition was reported as fine.